Manufacturer narrative:
Journal: therapeutic advances in cardiovascular disease; title: comparing clinical outcomes for a twelve-month trial of zotarolimus- and everolimus-eluting stents in patients with coronary artery disease: data from the (B)(6) registry; author: poorhoseini et al. 2016 vol 10(4) 206-213 event date is year of journal publication 2016.

Event description:
Out of a study group of 1029 patients, 669 patients were treated with endeavor rx drug eluting stents. The clinical characteristics of the theses 669 patients are as follows: in total, 738 calcified lesions were treated with endeavor rx devices. The lesion locations were as follows: lad (68%), lcx (14%), rca (18%). Direct stenting was carried out in 49.5% of the procedures, lesion pre-dilation was attempted as needed. During the 12 month follow-up period, patients underwent tvr, tlr and CABG and 1 nonfatal mi occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.